Manufacturer narrative:
Device was discarded by customer.

Event description:
The user facility reported that the tourniquet was allowing too much blood to flow during a case. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required. The procedure was completed successfully.